Event description:
It was reported that the device was used during a pericardial window procedure. The device partially fired and some staples did not form. Same problem occurred with the second reload. There was no consequence to the patient.